Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient's chest incision was reported to not be healing and in need of being debrided. The impaired healing was attributed to patient physiology per the surgeon's office. Further information was received that the generator pocket was not healing and that the generator was explanted. It was noted that the patient had an infection since the generator implant. The lead was left intact and the generator site was irrigated and packed. Design history records for generator were reviewed. The generator passed all specifications prior to distribution and was confirmed to have been hp sterilized. No other relevant information has been received to date.